Manufacturer narrative:
Citation: heidari b et al. Transcatheter aortic valve replacement outcomes in mixed aortic valve disease compared to predominant aortic stenosis. International journal of cardiology. 2020; 299:209-214. Doi: 10.1016/j.ijcard.2019.07.099. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of long-term outcomes of transcatheter aortic valve replacements in patients with either mixed aortic valve disease (mavd) or predominant aortic stenosis (pas). All data were collected from a single center between february 2012 and december 2016. The study population included 622 patients (predominantly male, mean age 81 years), 183 of which were implanted with medtronic corevalve (no serial numbers provided). Among all patients, 151 deaths occurred during the follow-up period. The reported survival at 3 years post implant was 71.3% in the 116 patients with mavd and 62.6% in the 506 patients with pas. No further details about the deaths were provided, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: access site complications, major bleeding, myocardial infarction, stroke, cardiac arrest, aortic regurgitation (moderate to severe), paravalvular leak (moderate to severe), conduction disturbances requiring a permanent pacemaker, atrial fibrillation requiring a permanent pacemaker. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.